Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, the physician got ready to position the contralateral leg when the ¿e¿ marker was observed facing the opposite direction from the contralateral gate. The physician did not have difficulty cannulating the contralateral gate. The physician completed the procedure without further incidence. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. Per the film review, a proximal type I endoleak was observed. The physician implanted an endurant aortic cuff resolving the endoleak. The cause of the endoleak was most likely due to the severe proximal aortic neck angulation. Film review analysis: review of returned angio images at implant revealed that the proximal neck was severely angulated approximately 90deg l-r. From the left side, the main device was positioned just below the renals, with the limbs aligned in the a-p orientation; the tip was biased against the left side of the suprarenal aorta due to the neck angulation. No stent graft issues were observed prior to deployment. The stent graft was then deployed down to contralateral gate. Prior to release of the suprarenal stents the proximal markers were observed to be in the same plane, with the 'e' marker on the lateral/right side, which would be the correct marker position with the contra gate oriented anterior to the ipsilateral limb. The next image shows that the suprarenal stents have been released, the ipsilateral limb was completely deployed into the left iliac, and the contra limb was placed into the gate with proper overlap and landed distally into the right iliac. The aortic body is angulated 55deg l-r, and the proximal graft margin is approximately 5mm below the renals. The contra limb is seen in the a-p orientation slightly rotated to the patient's right side, which would cause the 'e' marker on the lateral/right side to correctly appear in the image as "reversed", since it would be seen looking through the fabric. After ballooning the entire stent graft, final angio showed an endoleak in the left/upper proximal sac. The endoleak type could not be confirmed, but was likely a proximal type I, or a type IV. After implanting an endurant aortic cuff just below the renals, the endoleak appeared to have resolved. Per the images provided the 'e' marker appeared to be correctly sewn (not reversed). Angio images showing the stent graft from other orientations, which could have helped confirm this, were not provided. A detailed review of the stent graft mfg. Documents for this device also confirmed that the stent graft 'e' marker was correctly sewn onto the stent graft. The cause of the endoleak is unknown; the severely proximal neck angulation may have contributed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: neck angulation greater than 60 degree.